Manufacturer narrative:
G4: 21jul2020 b4: (B)(6)2020 a philips field service engineer (fse) was dispatched to the customer site and it was determined that the front bezel assembly needed to be replaced to return the device to working condition. The fse replaced the front bezel assembly to resolve the reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(4) 2020. Date of report: 13jul2020.

Event description:
It was reported to philips that the device a had a navigational ring failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.